Manufacturer narrative:
The technician found that the foot tray was cracked when the lift was inspected. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the foot tray to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the foot tray is cracked. The lift was located on the main floor. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).